Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 05-dec-2018. Review of the black box data revealed evidence of a drastic voltage drop leading to a replace battery alarm on (B)(6)2018. The battery compartment was noted to be cracked. The pump powered on normally for testing and ez-prime steps successfully completed. The pump was exercised without any issues. Electrical current draws were evaluated and found to be within specifications. Investigation did not duplicate a temperature issue. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue; a cracked battery compartment and temperature issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.